Event description:
It was reported that a physician's dell x50 handheld computer was experiencing problems interrogating vns. Using a laptop with the same programming wand resolved the issue. The handheld has been returned to the manufacturer and is undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.